Manufacturer narrative:
The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that there was a difficult intubation of a child on a high frequency breathing machine. The difficulty was caused by the child having a very tight trachea. After 3-4 days, a routine check of the cuff pressure revealed that a loss of pressure had occurred. The cuff was re-inflated at that time. Later when the child was stabilized, the device was changed for a new one and no further issues were observed. No further information has been provided at this time.